Event description:
The reporter stated the surgeon attempted to insert a cc4204bf collamer single piece lens but the lens became stuck in the cartridge. The reporter stated the lens was damaged and there was no patient contact. Another same model lens was implanted.